Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s display was blank. Troubleshooting was performed and the display returned. It was found that they put the battery in the insulin pump incorrectly. The customer¿s blood glucose level was 44 mg/dl. They declined troubleshooting for the low blood glucose. They did not mention any form of treatment. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.